Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation and the patient experienced cardiogenetic shock that required cardiopulmonary resuscitation (CPR) / external chest compressions using corpulse machine. The patient died. The patient had runs of vt, poorly tolerated hemodynamically. Patient went into cardiogenic shock. CPR and external chest compressions using corpulse machine was done. The patient did not recover after forty-five (45) minutes and the patient expired. There were no issues with the products or complications. The physician's opinion on the cause of death was cardiogenic shock due to underlying dilated cardiomyopathy and very low ejection fraction (approximately 10%), and runs of vt (ventricular tachycardia) during the procedure which were hemodynamically not tolerated.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).